Event description:
It was reported "during insertion, attempted to advance catheter over the needle. Went to pull back on needle and felt resistance. Rn and pa unable to manually remove. Pa administered sq lidocaine to relax the vessel and was able to remove it. It appears intact but it looks as if there is a break or bent inside the catheter. The catheter is definitely sheered in the middle."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs0747 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged midline catheter was confirmed; however, the root cause was not identified. The products returned for evaluation were two photographs which depicted a 20ga x 10cm powerglide pro midline catheter assembly. The depicted portion included the catheter and a portion of the needle shaft. Usage residues were evident throughout the visible portion of the device. The catheter was partially advanced. A complete break was observed approximately midway along the length of the catheter shaft. The distal segment of the catheter was severely bunched on the guidewire near the tip of the needle. Damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance and retraction of the catheter against the needle tip following advancement. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "during insertion, attempted to advance catheter over the needle. Went to pull back on needle and felt resistance. Rn and pa unable to manually remove. Pa administered sq lidocaine to relax the vessel and was able to remove it. It appears intact but it looks as if there is a break or bent inside the catheter. The catheter is definitely sheered in the middle."